Event description:
Following balloon dilatation in the right superficial femoral artery. There was considerable difficulty noted in an attempt to withdraw the balloon catheter. Further examination showed that catheter tip and balloon had broken off in the vessel. The pt was transferred to the or where the fragment was removed surgically.